Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Race- caucasian.

Event description:
It was reported that fluid leaked from a crack in the upper fitment. The tubing was attached to a normal saline kvo (keep vein open) infusion, and the patient was receiving maintenance IV fluids (mivf). There was no patient harm.

Event description:
It was reported there was a leak from a crack in the upper fitment. The tubing was attached to a normal saline kvo, and the patient was receiving maintenance IV fluids (mivf). There was no patient harm. A photo of the set was provided.

Manufacturer narrative:
The customer¿s complaint of a leak from a crack in the upper fitment could not be confirmed. No product will be returned per customer. A photo was provided by the customer, the location of the leak from a crack in the upper fitment could not be determined. The root cause of this failure was not identified.